Manufacturer narrative:
(B)(6) 2011: the lay user/patient's meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter passed testing with no faults found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the control solution reading was low. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to a calibrated lab. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 4:10pm. The patient reported blood glucose results of "73 mg/dl" with subject meter and "31 mg/dl" on a laboratory device, performed less than minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. As part of the patient's diabetes regimen, the patient claimed she on an insulin pump (1 unit of apidra for every 15 grams) . Despite the alleged issue, the patient denied taking any action regarding her diabetes regimen. At 4:00pm before the start of the alleged issue, the patient claimed she was feeling "very weak and sweating". According to the notes, the patient indicated she usually takes 4 glucose tablets when she is feeling low, but this time she only drank a glass orange juice. At the time of the alleged issue, the patient claimed no other blood glucose device was used. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and an approved sample site was used to obtain the result from the subject meter. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to obtaining the alleged inaccurate high result(s) and there was no evidence of delay in treatment. However, this complaint is being reported because the alleged issue remained unresolved.